Event description:
It was reported that the stereo holster is really loud. There was no case or patient involvement.

Manufacturer narrative:
The unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the translational and rotational cables. After servicing, the unit passed all qa testing processes. Complaint info is trended on a regular basis, to determine if further investigation is warranted.